Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lienectomy, the device would not open after firing. Additional sutures were used to close the artery as well as a lancet remove the device. Operating time was extended by two and a half hours. There was no adverse consequence to the patient.